Event description:
The set screws on the combo hex slotted nut on head 1 radius of brightview spect system came loose. Due to this, the combo nut had backed itself off during normal system use which resulted in head 1 loudly/violently changing position during gantry rotation. The set screws were loose to the point that the combo nut was able to be turned by hand. There was no pt injury reported.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).